Event description:
The balloon separated from the device while in patient and had to be retrieved. Another device was used successfully. Device was returned to manufacturer and, according to a letter received from the manufacturer, "...the root cause of the reported condition has been attributed to an assembly error. There was inadequate adhesive applied to the balloon/cannula connection which resulted in the disengagement of the balloon."